Manufacturer narrative:
No service or repair has been requested. It was communicated to the user facility to check the nozzle units and/or gas modules but no further information what actions was performed has been provided. No parts were returned for investigation. The evaluation of provided ventilator logs confirms the reported event of low o2 concentration alarms. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior the reported event were passed without remarks. Since no parts were returned for investigation, the root cause of the reported alarms for low o2 concentration has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).